Event description:
A pt underwent a therapeutic colonoscopy procedure for treatment. The resolution clip device would not advance out of the sheath to deploy. Attempted use of a previous device resulted in the same issue (please note associated medwatch report: 6000048-2006-00128 - attached). A third device was utilized to successfully completer the procedure. The pt did not sustain any reported complications or ill effects as a result of the deployment issue. The pt condition is noted to be fine.